Event description:
It was reported that at 7:01 minutes and60,044 joules while using the side-firing surgical fiber during a prostate procedure, the fiber output was observe to be end firing (forward-firing). The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits no signs of breaks/fractures. The glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Probable root cause: based on the device analysis, the product complaint "end fire" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on the device analysis, this event does not meet the criteria of a reportable device malfunction or adverse event.